Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the surgeon tried to press the green button and to tighten the handle at the same time when attempting to shoot but the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. When loading the third cartridge, the mechanism that shoots the reload was no longer working. The jaws of the device locked on tissue. They just removed the device from the field, removing the reload and changing the stapler. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon tried to press the green button and to tighten the handle at the same time when attempting to shoot but the device did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. When loading the third cartridge, the mechanism that shoots the reload was no longer working. The jaws of the device locked on tissue. They just removed the device from the field, removing the reload and changing the stapler.